Manufacturer narrative:
Quan, t., hou, h., xue, w. Et al. Endovascular treatment of acute intracranial vertebrobasilar artery occlusion: a multicenter retro spective observational study. Neuroradiology 61, 14771484 (2019). Https://doi.org/10.1007/s00234-019-02282-1. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Quan, t., hou, h., xue, w. Et al. Endovascular treatment of acute intracranial vertebrobasilar artery occlusion: a multicenter retro spective observational study. Neuroradiology 61, 14771484 (2019). Https://doi.org/10.1007/s00234-019-02282-1 medtronic literature review found reported of patient complications in association with solitaire thrombectomy. Mechanical thrombectomy (mt) was performed as the first-line endovascular therapy with either stentretriever (solitaire stent, ev3, USA) or direct contact aspiration technique by an aspiration catheter. The purpose of this article was to evaluate prognostic parameters associated with favorable clinical prognosis and assess the feasibility and safety of three different treatment strategies in patients with acute intracranial vertebrobasilar artery occlusion (vbao). The authors reviewed 159 cases of patients: eighty-nine patients underwent mechanical thrombectomy (mt) alone, 43 underwent mt with additional rescue angioplasty, and 27 underwent primary balloon angioplasty (without or with stenting). Of the 159 patients, the average age was 62 years, 40 were female and 119 were male. The reperfusion status was assessed after the procedure, and the functional outcome was assessed at 90-day follow-up. Overall, successful reperfusion and a favorable outcome were achieved in 96.86% (154/159) and 46.54% (74/159) patients, respectively. Of five patients who did not achieve successful reperfusion (mtici = 2a), only one patient had a favorable outcome and the other four patients had a poor outcome during the follow-up. The article does not state any technical issues during use of the solitaire. The following intra- or post-procedural outcomes were noted: symptomatic intracranial hemorrhage (sich) occurred in 7 patients. See attached literature article.